Event description:
The event is reported as: the customer alleges that a burnt expiratory limb is the result of a malfunction of the neptune. No patient injury reported.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.